Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No frozen screen or numbers ramping anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance programming the insulin pump. The blood glucose reading is 144 mg/dl. Customer stated that the keypad keeps sticking and the numbers scroll up and down. Customer stated that the insulin pump will freeze up. Advised the customer that the insulin pump will be replaced. Nothing further reported.